Manufacturer narrative:
D10 concomitant product: eeaorvil25a, eeaorvil25a eea orvil 25mm automaticdv (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic total gastrectomy plus colonic continuity recovery plus transverse cholecystectomy procedure, after firing in a jejunal oeso anastomosis on the y- handle, the device cut without stapling. Suturing was performed as a replacement for the staple line. The patient required additional surgery due to the device issue and experienced extended hospitalization. The patient was transferred to another hospital center.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on 27th february, during laparoscopic total gastrectomy plus colonic continuity recovery plus transverse cholec ystectomy procedure, after firing in jejunal oeso anastomosis on y- handle, the device cut without stapling. Suturing was performed as a replacement for the staple line. The patient was transferred to another hospital center. The patient then came back on 07th march and required additional surgery due to the device issue and experienced extended hospitalization.

Manufacturer narrative:
Additional information: d9, g3 h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that during laparoscopic total gastrectomy plus colonic continuity recovery plus transverse cholecystectomy, after firing in jejunal oeso anastomosis on y- handle, the device cut without stapling. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is handled rough. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.